Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported low blood glucose symptoms with result of 52 mg/dl obtained on the aviva system at 01:28. Customer self treated with orange juice, sugar water, and peanut butter on bread. Customer received the following results: 59 mg/dl (01:34), 341 mg/dl (01:39), 64 mg/dl (01:43), 78 mg/dl (01:43), and 67 mg/dl (01:48). Low blood glucose symptoms improved approximately 20 minutes later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.